Event description:
While suturing skin it was noticed that the tip of the needle became blunt after suturing began, as if the tip had come off. Dr. [Redacted] requested an abdominal x-ray prior to leaving the or. Radiologist confirmed the x-ray was negative for any unexpected foreign body objects.